Event description:
The user facility reported that the angio-seal would not connect together at first attempt. When it did connect, the seal was not correct and unclipped when it was inserting into the patient. There was no patient harm.

Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: head nurse. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update section h3 and to provide the completed investigation results. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for this report were unable to be reviewed due to the lot number not being provided. Without the sample, a definitive root cause assessment was unable to be made.